Event description:
During a lap cholecystectomy, a clip was poorly formed. Doctor removed device outside of body to cycle outside and could not get a clip to form correctly. Another device was opened to complete the procedure. No patient consequence. One device returning.